Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient was treated with cefazolin (2g/day, route not reported) and gentamycin (80mg/day, route not reported) for the peritonitis. After ten days in the hospital, the patient was discharged per request of the family and treatment was discontinued. At the time of this report, the patient was reported to have recovered from the peritonitis. No additional information is available at this time.

Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. Treatment for the event was not reported. The cause of the peritonitis was a breach in aseptic technique. On an unreported date, the patient was retrained on the aseptic technique. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was born on an unspecified date in 1960. The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.